Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after five days in use on a pt. Replacement was required. No incident related medical sequela reported.

Manufacturer narrative:
One used product sample was received for eval. Leak testing performed on the returned device observed a leak. Visual inspection confirmed a 1mm hole located at the connection of the cuff and tube. Review of the device history record and related documents did not show any related mfg issues. Inspection and testing indicated that the device met with requirements prior to release. We were unable to determine when or how the device became damaged.